Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Patient (B)(6) year old girl. Headache and vomiting. Implements a new certas and everything is fine with the patient now. The old valve was tried to change outside the body but it does not work. There where no flow through the valve either outside the body.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. At the present time this complaint is considered closed. Device not available.